Event description:
Caller reported a cartridge alarm 30, and confirmed that there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support verified the consecutive cartridge alarms and decided to replace the pump to resolve the issue.